Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
Following implantation of the evoke spinal cord stimulation (scs) system, the patient reported numbness and paresis affecting the groin, right leg and penis. The patient retained motor function, including the ability to ambulate and urinate. Medication was administered. It was noted the patient moved during lead placement; the event is suspected to be procedure related.